Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-23 d4: medical device lot #: 0121421 d4: medical device expiration date: 2023-04-30 h4: device manufacture date: 2020-05-26 d4: medical device lot #: 0092897 d4: medical device expiration date: 2023-03-31 h4: device manufacture date: 2020-05-26 d4: medical device lot #: 0272324 d4: medical device expiration date: 2023-09-30 h4: device manufacture date: 2020-10-13 h6: investigation summary bd received two samples submitted for evaluation. The reported issue was not confirmed upon inspection and leakage testing of the samples. Since the reported failure was not confirmed a root cause cannot be established. A device history record review showed no non-conformances associated with this issue during the production of batches 0121421, 0272324. Batch 0092897 had a quality notification for ¿septum within housing¿, but neither of the samples show that defect. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. See h10.

Event description:
It was reported that bi-ext set 15cm small bore spin nut leaked. The following information was provided by the initial reporter: leakage during administration of chemo (cisplatin), leakage at the level of qsyte. Mrs. Had liquid (chemo) on her garment, further worked according to procedure.

Manufacturer narrative:
The following field was updated due to additional information: b.3. Date of event: 6/8/2021.

Event description:
It was reported that bi-ext set 15cm small bore spin nut leaked. The following information was provided by the initial reporter: leakage during administration of chemo (cisplatin), leakage at the level of qsyte. Mrs. Had liquid (chemo) on her garment, further worked according to procedure.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bi-ext set 15cm small bore spin nut leaked. The following information was provided by the initial reporter: leakage during administration of chemo (cisplatin), leakage at the level of qsyte. Mrs. Had liquid (chemo) on her garment, further worked according to procedure.